Manufacturer narrative:
Specific date was not provided, month and year valid only, (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported event indicated the visao drill connections were not fitting securely, the drill was overheating.

Manufacturer narrative:
The reported event was not confirmed for the drill overheating. The following are the pre-repair temperature test results: 80k rpm's after 1 minute: rear= 75f, middle= 78f, nose= 82f. After 20 minutes @ 80k rpm's: rear= 89f, middle= 100f, nose= 100f. There were no deviations found. If information is provided in the future, a supplemental report will be issued.